Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device is not available for return therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye) and the doctor noticed a tear in the capsule. The lens was taken out of the eye and replaced with a 3-piece lens. There was no patient injury. The lens is not being returned. Through follow-up, additional information was received confirming the incision was enlarged and suture(s) were required. There was no vitrectomy. Patient outcome post-procedure was reported as fine. No further information is available.